Event description:
Follow up.

Event description:
Follow up.

Manufacturer narrative:
The device has been returned for evaluation. The investigation is in progress. A follow-up report will be provided once the investigation has been completed.

Event description:
PICC found with IV fluids and blood mixture saturating the dressing. When dressing removed by PICC nurse a large crack was found in the hub of the PICC catheter. The catheter was no longer usable. Dr (B)(6) gave permission to attempt a PICC change-out, which was successful with 1 attempt.